Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image was displayed due to break on the charged coupled device unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the additional reportable finding of no image was due to cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope had no image displayed due to a break on the charged coupled device (ccd) unit.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope image only appeared when the scope was bent. The issue occurred during an unspecified procedure. There were no reports of patient harm.